Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) (surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve to bypass revision, two different sized anvils were placed in the anesthesia's desk. The anesthesiologist grabbed the incorrect size and inserted it down into the gastric pouch. No one noticed the blue color of the 21mm anvil and the doctor had approximated the 25 mm circular stapler to a 21 mm anvil then attempted to fire the device. When the firing could not be completed, the anesthesiologist was able to retract the 21mm anvil and a new 25mm circular stapler was used to attach to the 25mm anvil and complete the anastomosis without issue. The tear created by the misfired stapler on a portion of the jejunum was corrected by suture and the staple line was oversewn for security. It was noted that it was hard to distinguish between the white and light blue anvil. The surgical time was extended by more than 30 minutes for the surgical intervention. A leak test was completed and the anastomosis was deemed secure.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.